Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "downstream occlusion alarm" which was verified through a review of the event history log. It cannot be determined if the alarms are true or false. Through visual inspection the cause was determined to be damage to the downstream sensor flex. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion alarm issue. There was no patient involvement. No additional information is available.